Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified damage to the "3" key which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported keypad malfunction which was reproduced. Evaluation observed that the ¿8¿ and ¿9¿ keys registered as if the ¿2¿ and ¿3¿ keys were being pressed. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a malfunctioning keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.